Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. The probable cause was determined as due to stress of repeated use, external factors, or handling of the device. The image sensor unit was found damaged which was attributed to disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors that were broken, which may have resulted in the subject event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected/prevented the phenomenon: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image disappeared during angulation but returns. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the image disappeared during angulation in right/left directions due to damage on the charged coupled device unit. The device had a disconnection/short-circuit of the image sensor cable. The insulation resistance value did not meet the standard value due to the damage on the insertion pipe. The bending section cover (a-rubber) had a scratch due to physical stress (poor handling). The adhesive on the bending section cover (a-rubber) had a chip due to chemical and physical stress. The bending section could not be fixed firmly due to damage to the forceps elevator (fe) lever. The video connector case had a crack due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.